Manufacturer narrative:
Root cause pending completion of investigation.

Event description:
User reported issues with logging in to clear alarms, which caused the patient to be off support for a short period of time. There was no patient harm.

Manufacturer narrative:
At the time of the event, the unit was experiencing unstable network connectivity due to changes in the hospital network, which cause internal data collisions. An on-site inspection was conducted to assess and update the unit. The unit passed all preventive maintenance checks and was updated with stability enhancements.

Event description:
User reported issues with logging in to clear alarms, which caused the patient to be off support for a short period of time. There was no patient harm.